Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 07405ui00 identified normal complaint activity. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lot, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. A retained kit of reagent lot 07405ui00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number (B)(4). That has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on one female patient. Results provided: 45.9/7.3/17.7 pg/ml, another architect = 13.5 pg/ml. Female cutoff = 15.6 pg/ml. No impact to patient management was reported.